Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - the patient didn't experience any symptoms but noise was detected on the rv-channel. This was detected via a message in home monitoring. The patient was hospitalized, a lead revision and an upgrade to a dual-chamber ICD was performed. This lead was explanted but not returned. No deterioration of the patient's state of health was reported.